Event description:
A customer contacted baxter's technical support svc ctr regarding a low drain volume alarm that appeared on the display of the home pt's homechoice machine during initial drain. Per initial report, the home pt (hp) felt empty and reported that she had an infection. Baxter's technical svc rep assisted the hp bypassing the next fill. The hp's nurse was then contacted. According to the nurse, the hp was diagnosed with peritonitis in 2008 and hospitalized two days later and one day following. The hp's symptoms were a cloudy effluent, fever, abdominal pain and nausea. The hp is allergic to morphine, bactrim, furadin and adhesive tape. The hp had another culture performed three days later, which grew gram-positive cocci and was treated with cefazolin and fortaz, both 1 gram intra peritoneal (ip) daily for 14 days, beginning six days earlier. Reportedly, the hp recovered from this peritonitis event the next month based on the end date of antibiotic treatment and a clear effluent, although the nurse stated, the hp is still having abdominal pain. Per nurse, the root cause of the peritonitis was, that the hp was cleaning her transfer set while showering and the hp had a loose minicap.

Manufacturer narrative:
The actual sample was not returned to baxter for eval. However, baxter is monitoring issues like this. Should significant info becomes available a f/u report will be submitted.